Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for high left ventricular (lv) lead threshold and the lead was to be turned off. However, further information indicated that the lv lead was reprogrammed and the lead remains in use. The high lv threshold lead to premature battery depletion on the device. The device remain in use, however, intervention is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that there was not premature battery depletion on the device but rather an issue with the longevity estimator.